Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil (subject device) was being pulled back for repositioning, the coil broke inside the microcatheter. The broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that when the coil (subject device) was being pulled back for repositioning, the coil broke inside the microcatheter. The broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed that the main coil was seen to be protruding from the distal end of the catheter. The main coil was removed and noted to extremely stretched and broken at the proximal end. Functional testing could not be performed due to the damaged condition of the returned coil. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that when the coil (subject device) was being pulled back for repositioning, the coil broke inside the microcatheter. The broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.